Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). (B)(4). Date of event: only event year known: 2021. Additional information received: no patient consequence. The clamp performed 5 staples without problem at the 6th loader the clamp got stuck, impossible to staple, nor to open the jaws even with the reverse function, the surgeon was forced to use the hatch on the top of the clamp to manually release the clamp, the surgeon finished the operation in another way no damage to the patient. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The device opened and closed without any difficulties noted. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, the device stayed stuck in closed position during the stapling of the stomach. Opening of the device with the manual override and use of another device.